Event description:
Per the clinic, the patient experienced infection at the implant site. Subsequently, the patient was treated with oral and IV antibiotics (date and duration not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2023. The patient was reimplanted with a new cochlear device during the same surgery.